Event description:
This lead was laser extracted due to a high pacing threshold and replaced. The ICD was explanted at the same time for expected eri. No adverse patient side effects were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.